Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the valve was deployed too aortic, requiring deployment of a second valve. Bav was performed with a 20mm edwards bav balloon. The patient¿s pressure remained low after bav (40-50). Subsequently the sapien valve was positioned 60:40. The valve moved aortic during deployment due to movement of the delivery system by the operator, with a final placement of 90:10 aortic. There was significant central aortic insufficiency (cai) and the decision was made to place a 2nd valve. The patient was placed on cpb after the first valve implantation. The second valve was positioned 50:50 to the native annulus, which resulted in significant cai. On tee it appeared that only 2 leaflets could be visualized. It was attempted to free the leaflet using a pigtail, during which time a 3rd sapien was prepped. The third sapien was placed 60:40 to the native annulus. The cai resolved, the cpb was removed and iabp was placed in the patient. Patient is stable and transported to ICU.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement was reported to be due to the physician moving the delivery system during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.